Event description:
The customer's spouse called and reported the customer experienced low blood glucose of 38 mg/dl. He ate cookies and cake and was up to 43 mg/dl at the time of this report. Fifteen minutes into the call, customer's blood glucose was at 103 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. The reservoir was showing the same amount of insulin as was shown on the status screen. It was advised that the patient speak with healthcare provider regarding low blood glucose and call back if further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.